Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The general power distribution (gpd) was analyzed and found to replicate the reported issue. The gpd board was installed on the test system but could not power on. The gpd board flashed only one led light. The surgeon side console (ssc) did not show amber light on the power button. The power supply was analyzed and reported failure could not be reproduced. The power supply was installed on the test system. The system powered on with no issues. Let the system idle for 30 minutes and ran power cycles. The power supply will be sent to OEM for final test and repackaging.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported one of the surgeon side console (ssc) was not powering on. Prior to contacting tse, customer verified the ssc breaker switch was in the "I" position and tried another piece of equipment in the same outlet which had no issues. Caller stated there were no faults or error codes. Tse reviewed the logs and confirmed no faults. Tse verified the breaker switch one more time and asked if they had tried to relocate the power cord of the ssc, caller stated the cable would not reach another power outlet. Caller confirmed they were proceeding with the case with no issues using one ssc. The isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: contact person reported the procedure performed was robotic prostatectomy. The date of the procedure was (B)(6) 2024. Ports were placed when the issue was identified. The system did initially power on with no errors or faults. Console did not turn on that morning, we just didn't recognize until second case. Procedure went as planned, we just used one console. Customer confirmed there were no patient injury. Patient demographic was a 62-year 1 month and 2-day old male and date of birth (dob) (B)(6) 1962. No other information was provided.